Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen display was difficult to see and was missing pixels. Additionally, it was reported that out of range issues occurred between the transmitter and pump for unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.